Event description:
Welch allyn customer reported there is no vieo coming from the cpu on their acuity central station. There was no report of any pt harm as a result of the reported event.

Manufacturer narrative:
The device eval is not yet complete. A follow up report will be submitted when the eval is complete.